Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00873.

Event description:
It was reported that the tips of two drivers were damaged while attempting to tighten a domino during surgery. An alternative driver was used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: the returned driver was examined and found to have a twisted tip. The cause can likely be attributed to the rod not being fully seated in the connector when attempting to tighten in place. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tips of two drivers were damaged while attempting to tighten a domino during surgery. An alternative driver was used to complete the procedure without reported patient impacts. This is report two of two for this event.